Manufacturer narrative:
Summary of evaluation: the tibial and patellar components can not be evaluated for the reported wear as they have not been returned to co by rather have been retained by the pt. A review of the device history records for these components was not possible as the lot codes have not been provided. Attempts to obtain catalog numbers and lot code information have been unsuccessful. The medical opinion states that the wear appeared to be normal for its 14 yrs of use.

Event description:
Reporter stated, revision surgery revealed polyethylene wear of the tibial insert and patella.